Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire was unable pass through the left ventricular (lv) lead due to blood clot. The lv lead was removed and not used. The physician resorted to an alternate therapy via conduction system pacing (csp). The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of guidewire could not be inserted was confirmed. As received, a complete lead was returned in one piece. Guidewire was inserted through the proximal end of the lead and was restricted at the distal region of the lead. The cause of the reported event was isolated to the inner coil being clogged with blood/body fluids. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were seen.